Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 or more hours after insertion. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The customer experiencing frequent and/or recurring infusion set issues. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.